Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed indicating the control panel was open during pre-use checkout, no ventilation was possible. No report of patient involvement.